Manufacturer narrative:
(B) (4): this report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. (B) (4) carrier. Evaluation:. The carrier was broke at the distal end of the inner carrier. The inner carrier stretched slightly prior to breaking. Extension (B) (4). The extension had suspected tool marks on the outer insulation. The distal end was intact and undamaged. Device analysis revealed no anomaly found. The extension was functionally ok.

Event description:
The surgeon was tunneling the extension as per usual and the carrier tip broke off, remaining in the pt's neck with the extension attached. The surgeon expanded the track of the tunneling path to reach the carrier with forceps. The extension was dragged to the top of the pt's head. In doing so, it appeared the extension was damaged. The hcp discarded the extension and replaced it with a new one with no issue. The hcp thought the carrier tip felt brittle and larger than the actual tunneling rod which caused it to break.